Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 113 mg/dl and the sensor glucose was 73 mg/dl at the time of the incident. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event, suspended at 7 am and when suspend begins sensor glucose was 40 mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer's current blood glucose is 96 mg/dl and on (B)(6) it was 113 mg/dl and on (B)(6) it was 120 mg/dl and at 2am it was 90 mg/dl and at 7:30am it was 94 mg/dl. The sensor will not be returned for analysis.